Event description:
This is a report of inadequate iodine in a minicap. This was discovered before use. It was reported that the sponge was orange/brown but the iodine appeared to be dry. There was no patient injury or medical intervention associated with this event. No additional information is available at this time. This is report 3 of 24 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing date: 12/14/2014 -12/18/2014. The sample was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with no abnormalities noted. Should additional relevant information become available, a follow-up report will be submitted.